Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of the event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient lead had migrated causing ineffective stimulation. Migration was confirmed with imaging. Surgical intervention took place on (B)(6) 2020 in which the lead was repositioned to address the issue. Therapy was restored